Manufacturer narrative:
B5.additional information received; it is now reported the type ia endoleak was resolved with the intervention 7 days after it was I dentified. It was reported, during the intervention, an additional endurant stent graft was implanted along with the performed embolization. The site has now assessed the event as related to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code updated in h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform 68.2 mm in diameter abdominal aortic aneurysm on (B)(6) 2010. At implant, the proximal non-aneurysm aortic neck at the renal artery diameter was 23.7 and the distal non-aneurysmal aortic neck diameter immediately above aneurysm was 26mm. It was reported that the patient presented for a seven-year follow-up on 07 nov 2017, the angiogram revealed a type ia endoleak. It was noted that the maximum aaa diameter was 8.4mm. This was noted to be a new clinical event and a new observation. It was reported that an evar endoleak repair was performed on an unknown date which resolved the event. The investigator has not provided the cause of the event. No additional clinical sequelae were reported and the patient will be monitored by their physician. The maximum aaa diameter was 8.4mm. The reported causalityand company causality have adjudicated that the event was related to the device and not related to the procedure; it was also reported that the intervention that was carried out to resolve the type ia endoleak was a coil embolization procedure. The evar endoleak repair was performed on (B)(6) 2017. On (B)(6) 2020, it was reported the patient was admitted with fatigue and general deterioration. CT demonstrated a type ia endoleak at the right vertebral artery in the enlw1616c120ee device, intervention was performed on the same date to resolve the endoleak. Sponsor has assessed the event as possibly related to the device but not related to the procedure. Site has assessed the event as not related to the device nor the procedure.